Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 630cc saline breast implant, catalog # 3503630, lot # 7432090 manufacturer¿s reference number:(B)(4).

Event description:
On (B)(6) 2017, two mentor saline breast prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. A preliminary visual inspection revealed no obvious issues with either device. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of two devices is characteristic of events where the devices have been removed from a patient. As a result, this will be conservatively reported to FDA as a non-specific event that required device removal from the patient. Multiple attempts were made to obtain additional information regarding these devices, but none was made available. This report number addresses the second of the two devices.

Manufacturer narrative:
Device evaluation summary:on 10/26/2017, a mentor smooth round high profile saline breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. Upon receipt at mentor, the device found to contain no fluid. White material was observed within the device, and green material was observed on the shell surface. The device appears intact. No other anomalies were discovered. There is no information regarding a possible complaint, so is not possible to confirm any failure for the returned device, and there is no root cause to determine at the moment. The device history record (DHR) of lot number 6859449 as reviewed and no anomalies were found related to this complaint.manufacturer¿s reference number:(B)(4).